Manufacturer narrative:
The customer¿s report of a leak was not confirmed. Visual and tactile inspection identified no defects. Functional and pressure testing resulted in no leaking. The female luer of the extension set and the male luer of the smartsite valve were measured and found to be within specifications. The root cause of the leak was not determined.

Manufacturer narrative:
Concomitant medical products: 10ml bd syringe ref (B)(4), lot 6268784, exp (B)(6) 2019, 0.9% sodium chloride, therapy date (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that an infusion of ns was noted to be leaking at the connection between the smartsite connector and an extension set while connected to a patient's central line. There was no patient harm.